Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced five months later due to upgrade to a cardiac resynchronization therapy defibrillator (crt-d).

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer¿s right ventricular (rv) lead was in the emergency room (ER) for unrelated reasons. While in the ER the patient complained of chest pains and dizziness. During rv threshold testing, it was reported that the patient experienced a seizure. The ER physician felt that the seizure was related to the device and lead check. The patient symptoms subsided upon completion of the device check. An additional device check post patient symptoms was performed and revealed no anomalies. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.